Manufacturer narrative:
Product analysis: analysis noted excessive contamination inside and outside the programmer's main case. The programmer was disposed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.